Manufacturer narrative:
Block b3: exact date unknown, approximate based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6) batch/lot number: 5097299. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) # (B)(4). Model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 5084827. Model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) # (b)(4.) Model number/catalog number: sc-8352-50. Serial number: (B)(6) batch/lot number: 7007634. Model/catalog description: coveredge x 32 surgical lead kit 50 cm. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The current location of the replaced device is unknown. Additional information has been requested; and will be provided as it becomes available.